Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported the luer locking cannula clips detached from the split septum connector during pt use. No pt harm or medical intervention was reported. No further pt/event info was provided.